Manufacturer narrative:
The device was returned for evaluation. The device history record show no abnormalities related to the reported failure. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, repair cannot duplicate problem with clamp not locking, when unit is properly positioned and put under pressure unit will function properly. The unit needs heli-coils added to large starburst threads. The complaint is not confirmed. (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3004608878-2018-00266.

Event description:
This is 1 of 2 reports. An account manager reported on behalf of the customer that the a1059 mayfield modified skull clamp's locks were malfunctioning under pressure. The date of incident was not specified. It was unknown whether the device was in contact with the patient, if there was any patient injury, or surgery delay. Additional information has been requested.